Manufacturer narrative:
Concomitant product(s): product ID: 3587a, lot# n0055778, implanted: (B)(6) 2006, product type: lead. Other relevant device(s) are: product ID: 3587a, serial/lot #: (B)(4), ubd: 23-dec-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient fell on (B)(6) and noticed that the lead was palpable over the ins in the pocket. Up until that point, the patient was using the stimulation 24/7 and getting complete pain relief, and the patient was met on (B)(6) 2018. The rep was unable to interrogate the ins (reached end of life) and replacement of the ins was recommended and possible lead revision ID the impedances are not normal. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative who reported that replacement occurred on (B)(6) 2018. It wa s reported the account discarded the device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form the manufacture representative reporting that an ins replacement was scheduled. No further complications were reported.